Event description:
It was reported that the bd neoflon¿ pro safety arterial cannula leaks during use. The following information was provided by the initial reporter, translated from dutch to english: bleeding when connecting to the arterial line. No blood in the chamber when in the artery, so false negative attempts result in more frequent punctures.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported that the catheter kinks during use of bd pro safety arterial catheter. No patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: very sensitive to changes in position resulting in kinking and loss of curve = no correct readings d1. Medical device brand name: bd pro safety arterial catheter d1. Common device name: arterial catheter d2. Medical device type: foz d4. An invalid lot # (1180115) was provided. H6. Imdrf annex e grid: e2401 h6. Imdrf annex a grid: a0504 / a040601.

Event description:
It was reported that the catheter kinks during use of bd pro safety arterial catheter. No patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: very sensitive to changes in position resulting in kinking and loss of curve = no correct readings.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1180115. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the catheter kinks during use of bd pro safety arterial catheter. No patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: very sensitive to changes in position resulting in kinking and loss of curve = no correct readings.